Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 38 cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to under-sensing. No adverse patient events were reported.

Manufacturer narrative:
Combination product: yes.